Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-31. Investigation summary : one customer photo was received for review and analysis. The photo was evaluated and the customer's indicated failure mode of leakage was observed as it shows a bd eclipse device appearing to have leakage in the holder. In addition, one customer sample was received and subjected to a sleeve function test (draw water using 10 tubes per needle) to test for leakage and the customers indicated failure mode of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm the customer¿s reported failure from the photo received however, a definite root cause could not be determined without the failed physical sample. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the professional reports during blood collection, there was a blood leakage through the distal needle, and it got the holder dirt and made hard the procedure. Besides that, there is the risk of contact with the biological sample due to the leakage." The customer uses tubes from another brand (gbo), and uses the needle and holder from bd.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the professional reports during blood collection, there was a blood leakage through the distal needle, and it got the holder dirt and made hard the procedure. Besides that, there is the risk of contact with the biological sample due to the leakage." The customer uses tubes from another brand (gbo), and uses the needle and holder from bd.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one customer photo was received for review and analysis. The photo was evaluated and the customer's indicated failure mode of leakage was observed as it shows a bd eclipse device appearing to have leakage in the holder. A review of the device history record could not be completed as the batch number is unknown. Bd is able to confirm the customer¿s reported failure from the photo received however, a definite root cause could not be determined without the failed physical sample. As the batch number is unknown, the scope of this investigation is limited.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device lot #: 0211178. D.4. Medical device expiration date: 2025-07-31. H.4. Device manufacture date: 2020-07-29.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the professional reports during blood collection, there was a blood leakage through the distal needle, and it got the holder dirt and made hard the procedure. Besides that, there is the risk of contact with the biological sample due to the leakage." The customer uses tubes from another brand (gbo), and uses the needle and holder from bd.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one customer photo was received for review and analysis. The photo was evaluated and the customer's indicated failure mode of leakage was observed as it shows a bd eclipse device appearing to have leakage in the holder. A review of the device history record could not be completed as the batch number is unknown. Bd is able to confirm the customer¿s reported failure from the photo received however, a definite root cause could not be determined without the failed physical sample. As the batch number is unknown, the scope of this investigation is limited.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the professional reports during blood collection, there was a blood leakage through the distal needle, and it got the holder dirt and made hard the procedure. Besides that, there is the risk of contact with the biological sample due to the leakage." The customer uses tubes from another brand (gbo), and uses the needle and holder from bd.